Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler unit was not cooling down to desired temperature. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: during cardioplegia delivery, the perfusionist (ccp) had one channel of the heater cooler unit set to a water set point (maintain mode) of three degrees celsius. The ccp heard a single audible tone that let him become aware of an issue, but no error code was observed. According to the ccp, the water pump for this channel shut down. The ccp raised the set point to five degrees celsius and the water pump resumed. He finished the rest of the case with the cardioplegia water set point of five degrees celsius and he had no further issues the remainder of the procedure. After the procedure, the ccp contacted the field service representative (fsr) and took the unit out of service. (B)(4)/MDR #1828100-2014-00665 clinical review continued: the ccp stated the field service representative (fsr) repaired the unit at the hospital and there have been no further issues. The case was completed successfully without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
The field service representative (fsr) could not confirm the reported issue, as the heater cooler unit cooled to three degrees celsius. The fsr checked the unit's calibration and operation including checking for flow blockages and mixing valve operation. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.